Event description:
The MFR received info alleging a ventilator's has "no display". The device was not in patient use.

Manufacturer narrative:
During the eval of the device at the MFR's service center. The devices lcd display was found to be intermittent. The device's lcd display was identified as defective.